Event description:
Screwdriver tip broke off during acl repair surgery. A second screwdriver tip was also broken trying to remove the first piece. The doctor decided to leave the pieces in the patient's knee. Family and patient informed.